Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of 473 mg/dl. The customer was not using the insulin pump within 48 hours of high blood glucose level. They had taken the insulin pump off to get a replacement and program it but had to remove the sensor and did not think she could use the insulin pump without the sensor. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.